Manufacturer narrative:
Correction: a4 - patient weight should have been 160 pounds instead of 180 pounds.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein both leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was unable to place their system into MRI mode and experienced ineffective therapy. X-ray imaging revealed migration of both leads. Troubleshooting reveled high impedances on the lead located on the left. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.